Event description:
When rt went to pull out the inner cannula, she felt moderate resistance, and then she went to replace the inner cannula, there was full resistance, so she could not put the cannula back in. Called supv to put inner cannula in. It could not be done. Ent was called, dr scoped pt trach found to be kinked. Md came and replaced trach. Old trach was bagged and given to rt director. FDA safety report ID# (B)(4).